Manufacturer narrative:
The reporter indicated the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received.

Event description:
Customer states: after 17 days use on a pt, during changing clothes a nurse found a pilot balloon was detached from the inflation line. No pt harm. At this time it cannot be confirmed if there was any required medical intervention or reintubation of the pt. Attempts are being made to obtain further info.